Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 8/29/2017 stating that there was a lead safety switch and patient was going to have a revision due to noise. Lead is unipolar. Trend shows good measurements in bipolar, then one>2000 ohms, lead switched and was not programmed. The physician was dr. (B)(6) at (B)(6) clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).